Manufacturer narrative:
(B)(4). Pump was received with missing reservoir tube retainer and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer was changing reservoir and the rubber gasket came out, customer tried to put it back in. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.